Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported an issue with the adc device. The customer reported that the reader would not stay charged. There was no indication that an adverse event occurred or third-party treatment was rendered due to the reported issue. Adc customer service has attempted to gather additional information but had been unsuccessful thus far. Based on the information provided, there was no report of serious injury associated with this event.